Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was over 600 mg/dl. Customer advised they used the same infusion set and used their old insulin pump which worked fine. Customer advised the other insulin pump was not working properly and they received a no delivery alarm on it. Customer was advised to use a new set and reservoir with the device and if the no delivery alarm did not occur they should call back to troubleshoot before they change out their set.